Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. It shows a syringe. The barrel has embedded burnt resin. The potential root cause for the embedded burnt resin can be attributed to syringe barrel molding process. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components and not detected during the inspection and next processes. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8597 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported prior to use foreign debris molded into the plastic was discovered with an bd syringe 30ml ll s/c 56. The following information was provided by the initial reporter: it was reported that there seems to be some sort of debris molded into the plastic of the syringe. Additionally, on 2020-05-21 the bd sales consultant provided the following additional information: when did this occur? Before / during / after ¿ procedure? After compounding. Was discovered by the pharmacist verifying the order. Is the date of the incident known? (B)(6) 2020. Was there patient involvement? If yes, please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) No. Error was caught before it was sent to pt.